Event description:
Customer reported the system displayed an ad channel 12 error. No pt injury was reported.

Manufacturer narrative:
Customer calcelled call. This MDR is related to ge healthcare complaint.